Manufacturer narrative:
UDI; product made prior to compliance date, gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient. Doi and initial setting were unknown. It was reported that the leakage was found form the middle of the brain catheter. The removal surgery was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed, no occlusion was noted. The valve was leak tested, and only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion noted. The valve was reflux tested and passed. The valve was then pressure tested and passed the test. Review of the device history records for the valve found that the device conformed to specification when released to stock. Based on our evaluation, we were unable to confirm the issue as reported. The device functioned as intended. At present, we consider this complaint to be closed.